Manufacturer narrative:
Additional information: there is no information on the lot numbers of the products. The patients with fractured stents were treated with implantation of new generation drug-eluting stents (des) in case of severe in-stent restenosis (isr) , but not all patients had restenosis. The patient with the longitudinal compression was not treated with a des. The patients with the severe in-stent restenosis were treated with new generation des, but not all isr cases. As it was reported that another stent was implanted to treat the fractured stents, was updated to "serious injury." Updated to include that additional intervention was required for this product problem. Complaint conclusion: as reported in the publication by chung, et al. ¿stent fracture and longitudinal compression detected on coronary CT angiography in the first- and new-generation drug-eluting stents¿ in the international journal of cardiovascular imaging (2015), 1-10; there were 23 cases of stent fractures with recurrent angina, one case of longitudinal compression with recurrent angina, eleven cases of in-stent restenosis with recurrent angina and 251 cases of recurrent angina alone in the cypher stent arm of the study. The purpose of the study was to evaluate the prevalence and clinical implication of stent fracture and longitudinal compression in first- (including cypher and taxus) and new-generation (including xience, promus, endeavor, endeavor plus, xience prime, promus element, nobori and biomatrix) drug-eluting stents (des). This retrospective study was conducted from may 2011 to february 2013 at one institution. Three hundred and seventy-four consecutive patients with 535 stents who underwent percutaneous coronary intervention (pci) with des who had also undergone a follow-up coronary computed tomography angiography due to recurrent angina were enrolled in the study. Of the 535 stents implanted in the study patients, 287 stents were cypher stents which composed the cypher arm of the study. The patients with fractured stents were treated with implantation of new generation drug-eluting stents in case of severe in-stent restenosis (isr), but not all patients had restenosis. The patient with the longitudinal compression was not treated with a des. The patients with the severe in-stent restenosis were treated with new generation des, but not all isr cases. The authors of the article concluded that ostial stenting was a risk factor for longitudinal compression and that stent fractures were associated with younger patients and with excessively tortuous lesions. Longitudinal compression occurred more frequently after new-generation des and stent fracture rates were comparable between first- and new-generation des. They further concluded that stent fracture or longitudinal compression was not associated with poor clinical outcomes. Attempts to obtain further information regarding these events have been unsuccessful. The products remain implanted in the patients and are thus not available for return. In addition, a review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis, the reported events could not be confirmed and no determination of possible contributing factors could be made. Based on the information available for review, there are vessel characteristics (ostial and tortuous lesions) and patient (younger population) may have contributed to the reported event. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event was related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
This complaint was found during a recent literature search of this device. The citation is as follows: chung et al (2015). Stent fracture and longitudinal compression detected on coronary CT angiography in the first- and new-generation drug-eluting stents. The international journal of cardiovascular imaging, 1-10. Please note the event of stent fracture reported in this report occurred with 23 patients. Since there were no patient demographics or device specifics for these 23 patients, this event will be reported under one medical device report (medwatch). Please note that one of the stent fractures reported was captured under another medwatch report since patient demographics were provided. The catalog code provided (cypherous), represents an unknown cypher stent. The catalog and lot numbers for the actual product used in the procedure are unknown. The products remain implanted, and are thus not available for analysis. Device history record (DHR) review could not be conducted as a lot number was not provided additional information is pending and will be submitted within 30 days upon receipt. Please note that the genders of the patients are unknown. Please note that the implant date is unknown. Please note that the event date is reflecting the date the article was published on site. However, the exact date of publication is unknown. This is one of three reports capturing events provided in the attached article and the associated manufacturer report numbers are 9616099-2015-00604, 9616099-2015-00605, and 9616099-2015-00606.

Event description:
As reported in the publication by chung, et al stent fracture and longitudinal compression detected on coronary CT angiography in the first- and new-generation drug-eluting stents; the international journal of cardiovascular imaging (2015); 1-10; there were 23 cases of stent fracture with recurrent angina, 1 case of longitudinal compression (incorrect stent length) with recurrent angina, and 11 cases of in-stent restenosis with recurrent angina, leaving a remainder of 251 cases with recurrent angina alone in the cypher arm of the study. From (B)(6) 2011 to (B)(6) 2013, 374 patients with 535 stents who underwent percutaneous coronary intervention (pci) with drug-eluting stents as well as follow-up coronary computed tomography angiography (ccta) due to recurrent angina were enrolled in the study. Of the 535 stents implanted in the study patients, 287 stents were cypher stents.